Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported a hospitalization for his wife's high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 585 mg/dl. The customer could not troubleshoot because she was hospitalized. The husband also reported that his wife had pneumonia prior to the hospitalization. No additional information is provided.